Manufacturer narrative:
The customer contact indicated that the device was discarded. Hospira has completed a formal investigation to address the issue of leakage from the injector in the sterile empty vial. Based on the investigation results, it was determined that solution leakage found at the cannula and the polypropylene injector body was due to adhesive shrinkage and separation from the injector. The adhesive shrinkage and separation was due to exposure to elevated temperature in combination with a poor ultraviolet cure. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, it was reported that unspecified volumes of solution leaked during manual filling of the vials at the user facility. The customer contact reported that the veins were being filled with unspecified concentration of morphine when unspecified volumes of solutions leaked proximal to the flange on the injector in the vials. The vials were replaced and filling resumed. Though requested, no add'l info was provided.